Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and suffered a cardiac perforation and cardiac arrest requiring cardiopulmonary resuscitation. The soundstar catheter was the only catheter in the patient. The catheter was placed in the right ventricle. The patient became hypotensive, and a cardiac perforation was noted via ultrasound. A cardiopulmonary resuscitation (CPR) was administered. The patient was stabilized and was sent to surgery. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.